Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the customer reported 'door latch issue during infusion' which was reproduced through troubleshooting of the device. A review of the event history log identified the multiple presence of 'door jammed!' Messages. The cause was determined to be an out of adjustment upper link switch. The upper link switch was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed with the door latch not being closed while trying to infuse. There was no known patient injury or medical intervention associated with this event. No additional information is available.